Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the device was used to create the gastro j-junostomy and when the device was removed, an upper gi endoscopy was done and a leak was found on the anterior border of the anastomosis. The staples were formed, but there was an incomplete donut. Formed staples were found in the donut that was removed. An endo-stitch device was used to oversew the anastomosis. A leak test was performed and no leak was found. There was no adverse consequence to the pt.